Event description:
During the procedure the physician experienced difficulty inserting the sheath. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.